Manufacturer narrative:
The specimen was plasma type, collected in a plastic bd, 13x100mm, lithium heparin tube and was centrifuged in the power processor for 4 mins. The sample was processed through the closed tube acccessing (cta) system. Qc and system check data was not provided. No other samples or assays were in question at the time of this event. A field svc engineer(fse) was dispatched to the customer lab on 12/07/2007: the fse performed type I verification testing which passed specifications. The fse verified the instrument and no hardware issues were found. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the synchron lx I 725 clinical for one pt sample. The initial accu tni result was 2.88ng/ml. The result was not reported outside of the lab. The original sample was retested on a different instrument in the customer's lab and an accu tni result of 0.07ng/ml was reported out of the lab. Bci did not receive any reports of death, injury or change to pt treatment attributed to or connected with this event.